Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there were short interval counts (sic) on the right ventricular (rv) lead and episodes of noise on the rv channel. During revision it was noted that the pacing lead impedance was unstable and high with the analyzer. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), there was a right ventricular lead integrity alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance trend on the rv (right ventricular) pacing lead was variable, and there was oversensing associated with the right ventricular lead. On (B)(4) 2014 there was an rv lead integrity warning for non-sustained tachycardia (nst) events and short interval counts (sic). Beginning (B)(4) 2014 sic count is 2087. Beginning (B)(4) 2014 rv pacing impedance spiked to 1026 ohms. The rv lead trend is varying from 874 ohms to 1026 ohms.